Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 350 mcg/day) via an implantable infusion pump. It was reported that the patient was getting no spasticity relief from the pump. There was a dye study performed and the doctor was unable to draw back from the catheter access port. The catheter was replaced on (B)(6) 2018. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-aug-24. It was reported that the cause of the inability to aspirate was not determined. No further complications were reported.

Manufacturer narrative:
Analysis of the catheter found no significant anomalies. If information is provided in the future, a supplemental report will be issued.